Manufacturer narrative:
The manufacturer's investigation is currently in progress. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the granuflo mixer was emitting a burning smell, then powered down and the fill valve was found to be very hot. Follow-up information with the biomed confirmed that during filling, a staff member heard a popping sound and then noticed smoke coming out from the mixer. While troubleshooting the system, the biomed found burn or scorching damage and discoloration on the fill valve. There were no other components with any visible damage. The biomed replaced the fill valve, but still had issues with the mixer properly filling. The biomed replaced the control panel, which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The fill valve was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The granuflo dissolution tank was not returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius regional equipment specialist (res). However, the biomed provided follow-up which revealed that the fill valve appeared burnt and discolored. The biomed replaced the fill valve and control panel to resolve the reported fill issue. The unit was returned to service at the user facility without issue. The fill valve was returned to the manufacturer for failure analysis. A visual examination of the fill valve revealed signs of heat damage. Functional testing was performed by measuring the resistance between the prongs (terminals). Resistance measurements between the neutral to ground and hot to ground terminals were found to be satisfactory. However, the resistance measurement between the hot and neutral terminals revealed the presence of a short. The observed short would have caused the fill valve to overheat. A review of the device manufacturing records was performed on the reported serial number. No non-conformances or any associated rework during the manufacturing process were identified which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem confirmed the failure mode. Analysis of the fill valve revealed the prongs between neutral and hot to be shorted. Therefore, the complaint was confirmed.